Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventrio st (device#2) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. The patient's attorney alleges subsequent surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventrio st (device #2). An additional emdr was submitted to represent the bard/davol ventrio st (device#1). Device evaluated by MFR? Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013 and (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventrio st (device #1 and device #2). On ni/ni/ni: the patient had subsequent surgical intervention due to the hernia mesh device(s). The patient is making a claim for an adverse patient outcome against the bard/davol ventrio st (device #1 and device #2). The attorney alleges patient experienced emotional distress and the device was defective.